Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during port system placement, the catheter tip allegedly broke off in the patient. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one MRI isp powerport device with groshong catheter attached (no cathlock) was returned for evaluation. Functional evaluations were performed. The investigation is confirmed for catheter breakage, as the catheter has a jagged cut section approximately 27mm apart from the port body, has a crack with reported leakage approximately 13mm apart from the port body, shows signs of mechanical damage, probably caused by hemostat teeth, on the port stem region (which could be due to removal procedure) and mushrooming of the catheter over the port stem. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU states that catheter embolism is a possible complication.

Event description:
It was reported that approximately fifteen months after the port catheter placement via a right internal jugular, the catheter tip allegedly broke with migration and embolization to the right side of the heart. It was further reported that the port and the catheter were removed, however, an additional intervention was required to remove the proximal tip of the catheter from the heart. Reportedly, fluoroscopy was performed to confirm that no other residual pieces remained in the patient, and a new device was placed. The current patient status is unknown.

Event description:
It was reported that approximately fifteen months port system placement in the right internal jugular, the catheter tip allegedly broke off in the patient and was located in the patient's right heart. It was further reported that the port and catheter were removed and an additional procedure was performed to remove the proximal tip of the catheter. Fluoroscopy was done to establish that no other residual pieces remained in the patient, and a new device was placed. The current patient status is unknown.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.